Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Therefore, an assignable cause of undetermined was assigned to this event.

Event description:
It was reported that during a coil embolization procedure, the main coil prematurely detached within the catheter inside the patient's body. The procedure was completed successfully without clinical impact to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the main coil prematurely detached within the catheter inside the patient's body. The procedure was completed successfully without clinical impact to the patient.